Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Client was using his patriot manual wheelchair- on his ramp to go on his deck, when the cross brace broke.